Event description:
It was reported that the caller experienced a continuous glucose monitor (cgm) error 42 with their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the reset process, after which the cgm error did not reoccur, and the caller successfully started their sensor session.